Event description:
It was reported that the bd luer-lok 10ml are damaged. The following information was provided by the initial reporter: customer reported that they have another batch of control syringes that keep breaking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 14-aug-2023. H6) investigation summary: fifty samples and three photos were provided to our quality team for investigation. All samples were tested, and forty-nine samples were acceptable per product specification. One sample was found with insufficient readings for thumb grip weld strength. Additionally, one photo shows the two box cartons with the box label contain all applicable product information. The two other images show a loose syringe from opposite sides. Each image shows the finger grip broken in half. The conditions observed are non-conforming per product specification. Potential root cause for the finger grip broken and thumb grip weld strength defects are associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok 10ml are damaged. The following information was provided by the initial reporter: customer reported that they have another batch of control syringes that keep breaking.